Event description:
On a new - 2008 - drager anesthesia machine/monitor - appollo - integrated anesthesia system the kappa xlt monitor failed while in use on an anesthisized pt. Another monitor was obtained quickly and the case proceeded to its conclusion with no pt harm. The software on the monitor was reloaded by the factory service technician and there have been no recurrences.